Event description:
The customer reported to maquet that the bumper fell down during a surgery. No injuries were reported. (B)(4).

Manufacturer narrative:
The biomedical representative in the hospital reported that the bumper was discarded, pending further instructions from maquet. The device is functional and still in use. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powered series operating manual includes a verification of the covers during yearly maintenances.